Event description:
The patient was undergoing a thrombectomy procedure to treat an acute basilar artery occlusion using a penumbra system ace 60 reperfusion catheter (ace60), a neuron max 6f 088 long sheath (neuron max), a velocity delivery microcatheter (velocity), and a micro guidewire (0.014). During the procedure, the physician retracted the ace60 to flush it and noticed that no thrombus was collected. An angiography was performed which indicated that the blood vessel was not recanalized. Therefore, the physician completed two additional passes in the target location; however, the vessel remained occluded. The ace60 was delivered to the occlusion segment using the velocity and micro guidewire. A stent retriever was then released to cover the occlusion position. An angiography confirmed blood flow was restored. After waiting five minutes, the physician advanced the velocity proximal to the stent retriever to retract the stent but was unsuccessful. Therefore, the stent retriever and velocity were retracted into the ace60 out of the patient¿s body. While passing through the rotating hemostasis valve (rhv) of the ace60, the rhv separated. The rhv was removed and it was reported that the distal end of the stent was tangled the ace60. Therefore, the physician grabbed the ace60 and started to pull it outside the patient¿s body. Upon removal of the ace60, it was noticed that approximately one centimeter of the ace60 was wrapped around the distal end of the stent; however, damage to the stent was not noted. An angiography revealed that the vessel was re-occluded. The physician continued the procedure using a new ace60; however, the pass was unsuccessful due to intracranial atherosclerosis (icas) lesions. The physician attempted to used the previously removed stent; however, the vessel remained occluded. While preparing to remove the stent, it was noticed that the patient¿s blood pressure suddenly increased and vital signs were extremely unstable. The procedure was terminated at this point and the patient was sent to the nicu. It was later reported that the patient expired three hours post-procedure due to cerebral stem necrosis and respiratory failure.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the distributor on 06/16/2021 and on 06/23/2021: 1. Section b. Box 5. Describe event or problem. 2. Section d. Box 4. Lot #, catalog #, expiration date, unique identifier. 3. Section h. Box 4. Device manufacture date. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report 3005168196-2021-01279: 1. Section g. Box 3. Report source. Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #02 MFR report 3005168196-2021-01279: 1. Section d. Box 5. Operator of device. This report is associated with MFR report number: 1. 3005168196-2021-01278 h3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up report: 1. Section h. Box 6. Method code 1. 2. Section h. Box 6. Method code 2. 3. Section h. Box 6. Method code 3. 4. Section h. Box 6. Results code 1. 5. Section h. Box 6. Conclusions code 1. This report is associated with MFR report number: 1. 3005168196-2021-01278. H3 other text : placeholder.

Manufacturer narrative:
Correction: h10/11 previous MDR submission indicated "a follow up MDR will be submitted upon completion of the device manufacturing records." However, the product lot number was not provided, therefore, the manufacturing records could not be reviewed. Furthermore, this device is not available for return. Without the return of the device, the root cause of the problem cannot be determined. H3 other text : placeholder.

Manufacturer narrative:
This device is not available for return. A follow up MDR will be submitted upon completion of the device manufacturing records. This report is associated with MFR report number: 3005168196-2021-01278.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute basilar artery occlusion using a penumbra system ace 60 reperfusion catheter (ace60), a neuron max 6f 088 long sheath (neuron max), a velocity delivery microcatheter (velocity), and a micro guidewire (0.014). During the procedure, the physician retracted the ace60 to flush it and noticed that no thrombus was collected. An angiography was performed which indicated that the blood vessel was not recanalized. Therefore, the physician completed two passes in the target location; however, the blood vessel remained blocked. The ace60 was delivered to the occlusion segment using the velocity and micro guidewire. A stent retriever was then released to cover the occlusion position. An angiography confirmed blood flow was restored. After waiting five minutes, the physician pushed the velocity towards the proximal end of the stent retriever to retrieve the stent but was unsuccessful. Therefore, the stent retriever and velocity were retracted out of the patient¿s body. While passing through the rotating hemostasis valve (rhv) of the ace60, the rhv separated. The rhv was removed and it was reported that the distal end of the stent was tangled the ace60. Therefore, the physician grabbed the ace60 and started to pull it outside the patient¿s body. Upon removal of the ace60, it was noticed that approximately one centimeter of the ace60 was wrapped around the distal end of the stent; however, the stent was not damaged. An angiography that the blood vessel was re-occluded. The physician continued the procedure using a new ace60; however, it was an unsuccessful pass. The physician used the previously removed stent; however, the occluded blood vessel was not recanalized. While preparing to remove the stent, it was noticed that the patient¿s blood pressure suddenly increased and vital signs were extremely unstable. The procedure was terminated at this point and the patient was sent to the nicu.